Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that before an unknown procedure, when the package was opened, the jaw was broken. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm (indicating air) that appeared on the homechoice (hc) unit. This event occurred during patient use during dwell 2/4. The technical service representative (tsr) power cycled and assisted the home patient (hp) end therapy. The tsr reviewed the proper procedures with the hp. The tsr advised the hp to start over with new disposables and advised hp to notify the peritoneal dialysis (pd) registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.